Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the guidewire was returned and analyzed; analysis revealed it was broken. Damage was noted and the guidewire had also unraveled. Visual analysis revealed damage at implant.

Event description:
It was reported that during an implant procedure, the left ventricular lead with the guidewire inserted was being pulled back and the guidewire became "broken/tattered." The guidewire was not used and the lead was implanted. It was later clarified that a distal portion of the guidewire remains in the patient. No action is planned to remove the lead with the distal portion of the guidewire and it was noted the patient had been seen for follow-up and is in a "good state of health." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.